Event description:
Customer reporting 2 false negative sars results on symptomatic patients. Customer states they were confirmed positive by 2 rapid antigen tests. Report 2 of 2

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.